Event description:
It was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system needle tip. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the imaging department reported that during the use of the indwelling needle for the patient, a foreign object was found on the tip of the needle. Discontinue use after foreign matter is found, and no adverse effects are caused to patients."

Manufacturer narrative:
The following field has been updated due to corrections: b.5. Describe event or problem: it was reported that foreign matter was found on the bd pegasus¿ safety closed IV catheter system needle tip. H.6. Investigation summary: in response to the event reported a device history review was conducted for lot number 3013902. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that foreign matter. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the imaging department reported that during the use of the indwelling needle for the patient, a foreign object was found on the tip of the needle. Discontinue use after foreign matter is found, and no adverse effects are caused to patients."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.